Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, e1.

Event description:
Healthcare professional reported deflation. Later healthcare professional reported "volume increase". This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device has been explanted and replaced.